Event description:
Hill-rom received a report from a hill-rom tech stating the CPR was not working. The bed was located at the hill-rom service ctr. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the CPR switch was faulty. It is necessary for the envision low airloss therapy surface to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure CPR for proper operation. The tech replaced the CPR switch to resolve the issue. Based on this info, no further action is required.